Event description:
The haptic kinked during the insertion of the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00377 for the intraocular lens used with this delivery device.